Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, low amplitude and inappropriate shock. The noise was reproduced when the patient lifted their arm. It was suspected that there is air entrapment. Boston scientific technical services provided troubleshooting steps, suggested x-ray to be performed, and evaluate the secondary vector. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.